Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported there was a loss of efficacy because of impedances that were greater than 4000 ohms. The patient was unable to recall an exact occurrence that might have led to the fractured leads. The implantable neurostimulator (ins) and lead were replaced. It was noted that the issue was resolved at the time of the report and the devices were going to be returned for analysis. Additional information was requested including cause and outcome, but was not known at the time of report. If additional information is received, a supplemental MDR will be submitted. See manufacturing report # 6000153-2016-00418.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the device was functionally okay with insignificant anomalies.